Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation noted wound dehiscence at the cls implant site. A culture test confirmed the presence of methicillin-resistant staphylococcus aureus (mrsa). The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.